Event description:
It was reported that centrimag console was giving an s1 code on startup. The console had been power cycled many times with no resolution.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated due to the reported event of an s1: power on test alarm occurring on the centrimag console. The centrimag motor (serial number unknown) was not returned for analysis. Available information indicates that no further details regarding the event were able to be provided, and it is unknown if a motor was in use at the time of the event. No issues regarding the centrimag motor were reported, and the motor was not correlated to the cause of the event. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.